Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was found to have normal telemetry operation with the programmers. The battery status was good with a battery gauge at 100% remaining. The device passed all electrical and functional testing, which confirmed proper operation of the pacing and sensing functions of the device. A real time x-ray performed on the device revealed no irregularities to contribute to the clinical observations. The telemetry issues noted in the field could not be confirmed or duplicated during testing and detailed analysis. Analysis has concluded that the device performed normally throughout testing, operating as designed.

Event description:
Boston scientific crm received information that this device was previously interrogated without issue in (B)(6) 2010 during a routine follow up visit. In (B)(6) 2010 prior to a revision procedure; the device could not be interrogated. Different programmers were used, both in and out of the laboratory (outside the magnetic field), however, interrogation failed. The decision was made to remove and replace the device. Following the explant the device still could not be interrogated (even outside the body). Other devices were tested under the same conditions and interrogation was successful. The explanted device was returned for analysis. No adverse patient effects were reported.